Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -11.50/1.5/080 (sphere/cylinder/axis) tore/broke during loading the lens into the injector. The lens was not implanted. A replacement lens of spherical model was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Corrected data: b5 - -11.50/1.5/080 should be corrected to -11.50/1.5/079. Claim#:(B)(4).